Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13617, 2938836-2019-13730, 2938836-2019-13926. It was reported that the patient presented for a device replacement due to discomfort at the device site and thinning of skin. The discomfort was found to be due to the size or shape of the implantable cardiovascular defibrillator (ICD). When the patient's new device was connected to the leads, low impedance was noted on left ventricular (lv) lead. The lv lead exhibited no pacing at one vector as well as high capture threshold and low impedance. Programming changes were made. The patient was stable. Patient presented to clinic the next day with pain and swelling near the pocket. A hematoma was noted which the physician believed to be due to an unrelated bleeding disorder. Prior to evacuation of the hematoma, interrogation of the device indicated complete loss of pacing. The physician attempted to remove the lv lead but it could not be moved. Multiple attempts to gain access for a new lv lead implant failed. The procedure was aborted as the patient was experiencing a lot of pain which required administration of narcotics. Programming changes were made. Following the procedure, the patient's pocket began to swell again and another hematoma was found to be forming. Overnight, the bleeding slowed and the hematoma softened and the patient was stable upon discharge the next morning. The patient presented on (B)(6) 2019 for another lv lead revision attempt. A large amount of sanguineous drainage was evacuated from pocket. The device was reconnected to the leads and placed in an antibacterial pouch. After closing the pocket, device testing exhibited high pacing lead impedance as well as high defibrillation impedance on the right ventricular (rv) lead. The device was disabled and programming changes were made. The patient was stable through out the procedure. Further intervention is not yet planned.

Event description:
Related manufacturer reference number: 2938836-2019-15105. New information received notes that the patient presented for implant from the left to the right side. The left side device was explanted and reimplanted back at the right side. Right ventricular (rv) lead was capped on (B)(6) 2019 due to previously reported sensing anomaly and replaced. Right atrial (ra) lead was capped on (B)(6) 2019 due to being too short to be connected to right side. High pacing thresholds were noted on left ventricular (lv) lead after the procedure. Required programming changes were made. The implant procedure did not have any complications. The patient was stable.